Event description:
The contact used the customer's contour meter to test her blood glucose and rec'd readings of 269 mg/dl and "hi". She then retested using her own contour meter and rec'd a reading of 103 mg/dl. The differences between the readings fall in the "c" and "d" zones of the parkes error grid, making the differences clinically significant. The contact did not allege any adverse events. Troubleshooting showed the system to be operating as designed, so no product will be returned for evaluation.